Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided) and low ketones. Cause of elevated bg level was unknown, however contact did not believe it was related to the pump. Bg was treated with fluids. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.